Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. Linked to mfg report number 3004608878-2020-00448.

Event description:
This is 2 of 2 reports. A customer reported that the locks of the a1059 mayfield modified skull clamp were difficult to turn. There was no known patient injury or surgery delay.